Event description:
Physician placed the outer package on sterile mayo stand. Just after opening the package, the physician noticed the sticker on the foil pouch which stated that the outer package is not sterile. Therefore, he did not use the graft and replaced it with another graft.